Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance and a loss of capture. The patient "twiddled" the device and pulled the lv lead back into the pocket. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model #694758 implantable tachy lead implanted: (B)(6) 2011; model #507645 implantable pacing lead implanted: (B)(6) 2011; model #d314trg cardiac resynchronization therapy defibrillator implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.